Event description:
Original total hip arthroplasty reported as 12/5/96, in "discription of event" block b5. Follow-up; with uf confirmed origianl total hip arthroplasty was actually performed 12/5/95.